Event description:
A patient called in to the call center asking to have her device taken out as she was having pain.

Manufacturer narrative:
Patient ultimately visited dr betancourt to discuss having system removed; system was explanted on (B)(6) 2025 and disposed of therefore no analysis is possible.